Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR number: 1627487-2017-03357 and 1627487-2017-03359. It was reported one of the patient's extensions had pulled out of the ipg header which was confirmed by x-rays. As a result, the patient underwent surgical intervention on (B)(6) 2017. Intraoperative testing revealed high impedances on most of the contacts. Fluoroscopy was done and revealed fractures on both extensions. Therefore, the doctor explanted and replaced the extensions with longer ones. The issue was resolved.